Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she took her daughter to the ER due to a blood glucose of 570 mg/dl. The patient woke up not feeling well. She changed her infusion set and bolused with new insulin. Her blood glucose did not decrease after fifteen minutes. She was then treated via manual insulin injection and brought to the ER. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The mother declined to check the device settings and for possible site related issues. A high pressure test was declined due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.